Event description:
The customer reported while the unit was in use on a pt the monitor displayed "system failure". The pt was switched to another unit and therapy was continued. No pt injury was reported.